Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer passed away on (B)(6) 2013 and was not wearing insulin pump for three months prior to death. It was reported that healthcare professional removed insulin pump due to insulin pump leaking. Insulin pump could not be return due to caller not knowing the whereabouts of insulin pump.